Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that he was hospitalized due to a low blood glucose level. The customer's mother was unsure if the issue was related to the insulin pump or the reservoir. The customer stated that the insulin pump started to deliver insulin during priming without any help from him or the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.